Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -8.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise, slightly more hyperopic than planned, udva is 1.0. Patient is dissatisfied with near vision and computer distance, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).